Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused during a patient infusion. The reporter stated that the device had infused 12 hours faster than expected. The device had been connected at the hospital and disconnected at the patient¿s home and was filled with fluorouracil (5-fu) 5350mg in sodium chloride 0.9%. In the set-up a non-baxter needless connector was connected to a non-baxter single peripherally inserted central catheter (PICC) line (french size 5) and the device was kept in a bag tucked under the patient¿s arm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.